Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material (white foreign material) in the air/water cylinder and tube. There was no patient involvement.